Event description:
It was reported that the surgeon couldn't change the angulation of the echelon inside a patient and take out the echelon throughout a trocar. The jaws were closed. Finally stapler was broken and took out. Surgery was delayed 20 minutes. The procedure was completed successfully and there were not patient consequences reported.

Manufacturer narrative:
(B)(4). Batch #538a19. Additional information was requested and the following was received: was the device locked on tissue with the jaws closed? No. If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? I have no information about all steps being taken, as surgeon told me he had tried everything he could, but he wasn¿t sure. Did the jaws eventually open? No, broken in order to remove from trocar. Were the jaws able to be opened prior the device being articulated? Yes. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was received with the join cover damaged, and the ring closure separated from the tube closure with a gst60d reload loaded on the device. The returned reload was fully fired. Further analysis shows several damages to the ring closure and anvil/channel-spring were noted also, and the buckle knife was noted: as if these parts were possibly twisted causing the damages noted. The event reported was confirmed and it is related to improper use of the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.